Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus positive pressure connector was occluded the following information was received by the initial reporter with the following . If the connector is blocked during pre-filling in neurosurgery, a green claim is required. No complaint reply letter or complaint acceptance letter is required. Defective products can be returned.

Event description:
No additional information.

Manufacturer narrative:
Additional information: lot provided, expiration date and device manufacture date added investigation results: no samples were received for investigation of (B)(4), in which the customer has stated: ¿the connector is blocked during pre-filling in neurosurgery¿. The product in use at the time is reported to be a mp1000 china from lot 22125382. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22125382 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous investigations have identified that certain designs of male luer can cause flow restriction or occlusion as they can grip onto the piston of the maxplus preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china products in the past 12 months.